Event description:
It was reported that during final closing of the blocker in a xia3 implant the tip of the torque wrench broke off. The team used another torque wrench for the remainder of the surgery.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: the hex-tip on the returned instrument was confirmed to be broken. This type of breakage has been investigated and addressed under CAPA (B)(4); the root cause was an inadequate heat treatment process in 2007, resulting in embrittled parts. The material was not heat treated correctly resulting in high hardness (which makes the metal brittle). The causes identified in this CAPA are all consistent with the findings presented in the third party performed analysis. Additionally, the manufacturing records of this sample were also reviewed and all units within the lot were inspected and accepted per stryker specifications. Conclusion: this testing concluded that the breakage was due to semi fragile sudden rupture process initiated by a significant notch effect. The breakage was initiated precisely at the filet zone of the shoulder between the hexagonal extremity and the 8.5mm diameter zone. Also, the radius of the filet was very low, but still within the specification of the drawing.

Event description:
It was reported that during final closing of the blocker in a xia3 implant the tip of the torque wrench broke off. The team used another torque wrench for the remainder of the surgery.